Event description:
It was reported that a patient, underwent a pulmonary vein ablation procedure with a smart touch bidirectional and a force issue device malfunction occurred. There was no patient consequence. This event was originally considered non-reportable, however, bwi became aware when product was returned that sensor sleeve was cut on (B)(6) 2014 and have reassessed the event as reportable.

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent a pulmonary vein ablation procedure with a smart touch bidirectional and a force issue device malfunction occurred. There was no patient consequence. This event was originally considered non-reportable, however, bwi became aware when product was returned that sensor sleeve was cut and have reassessed the event as reportable. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was noticed that the pebax was cracked. This type of pebax damage is further investigated. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. Then per the reported event, the catheter was evaluated for carto 3 and catheter failed. The catheter was then dissected and it was noticed that there was an internal failure in the force sensor the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to address the damaged pebax on smart touch.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).